Event description:
The customer reported that the endoscope reprocessor exhibited a failure during the detergent cycle while undergoing test reprocessing cycles. Troubleshooting efforts included attempting to purge air bubbles from the detergent pump; however, the issue persisted. To further isolate the cause, the detergent pump was swapped with the alcohol pump. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.